Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the force bipolar instrument could not deliver energy to tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bipolar cautery wire pulled out of the back end and chassis. The instrument passed the electrical continuity and energy delivery tests. The wire insulation was not damaged.